Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A request for the device history review of this lot was made. The plastic sleeve with the spondytool inner thread is defective. Both matrix instruments were received and confirmed damaged. The cause is unknown but there is evidence that the damage was due to the fact that the repositioning instrument was not correctly assembled. This error can occur when the plastic sleeve and the inner metal tube are screwed on first and only after is the hand piece attached. If it is assembled thus, the plastic tube is not in a latched position and the fingers of the plastic sleeve are excessively overloaded during a reduction procedure. No product defect could be detected.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2012, the surgeon had difficulty turning the reduction instrument. After 10 mm of reduction, it became harder and harder to turn. After 20 mm, it became easier again and at 25 mm, it was impossible, either forward or back. Reportedly the plastic sleeve with the inner thread is defective. The instrument was assembled by the nurse and handed over to the surgeon. The plastic was already broken and had been spread around the sleeve. After several attempts, the sleeve was removed, but completely destroyed. A second tool had the prong in the plastic sleeve was broken but not noticed. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4): a review of the device history records was performed and revealed that this article was manufactured according to the specifications.